Manufacturer narrative:
According to the complaint reported, the lead would not be explanted, so it was not available for analysis. The analysis is thus based on the inspection of the returned ICD. The ICD status was interrogated first. Interrogation using a clinical programmer showed the device to be in eos and 123 recorded charging processes. The ICD memory was checked. Review of the available iegms showed interfering signals in the ventricular channel, which reflects the clinical observation of multiple shocks delivered. Device sensing was then checked, and this was found to be noise-free. The ICD recorded the applied signal without any interference. Further analysis of the shock holter entries showed that the ICD executed at least 87 charging processes on 05 (B)(6)2018 within 35 minutes. Of which, 50 shocks were delivered. Due to this quick succession of charging processes, the eos state was activated. The eos status was lifted using a technical programmer and the therapy capabilities of the ICD were checked. The anti-bradycardia output signal was fully functional and corresponded to the values programmed. A fibrillation signal was transmitted and the device detected the fibrillation signal as expected. Following the detection, a charging process ensured that was then aborted due to the drained battery. The charge from the battery was checked. The battery depletion was as expected. The power consumption of the device was then checked, and that appeared to be normal and as expected. There was no indication of an ICD malfunction. There was no material or manufacturing defect present.

Event description:
Ous MDR - this device was explanted due to eos.